Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead and right ventricular (rv) lead, exhibited high out-of-range pace impedance measurements, and it was noted that these leads were over 20 years old. A lead safety switch (lss) was triggered due to out-of-range rv pace impedance measurements greater than 3,000 ohms on march 21,2021, and rv pace impedance trends from the past year show multiple impedance measurement spikes from the 600-ohm range to above 1,500 ohms. Technical services (ts) reviewed these variable rv pace impedance measurements may have been attributed to the spring contact. It was noted that rv threshold values were on the higher side for the past year, measuring as high as 1.6v. There was also rv oversensing with questionable capture noted on one v-pace beat that was marked as fusion by the device, but may have been noise. A signal artifact monitor (sam) episode was stored and the minute ventilation (mv) feature was disabled due to a high out-of-range pace impedance measurement of 2,029 ohms from ra ring >> can. There also appeared to be mv signal oversensing on the stored sam episode. Ra lead noise with oversensing was observed on the presenting electrogram (egm). Review of chest x-rays ruled-out a potential header issue. The pacemaker, ra lead, and rv lead remain in service at this time, however system replacement was anticipated. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead and right ventricular (rv) lead, exhibited high out-of-range pace impedance measurements, and it was noted that these leads were over 20 years old. A lead safety switch (lss) was triggered due to out-of-range rv pace impedance measurements greater than 3,000 ohms on (B)(6) 2021 and rv pace impedance trends from the past year show multiple impedance measurement spikes from the 600-ohm range to above 1,500 ohms. Technical services (ts) reviewed these variable rv pace impedance measurements may have been attributed to the spring contact. It was noted that rv threshold values were on the higher side for the past year, measuring as high as 1.6v. There was also rv oversensing with questionable capture noted on one v-pace beat that was marked as fusion by the device, but may have been noise. A signal artifact monitor (sam) episode was stored and the minute ventilation (mv) feature was disabled due to a high out-of-range pace impedance measurement of 2,029 ohms from ra ring >> can. There also appeared to be mv signal oversensing on the stored sam episode. Ra lead noise with oversensing was observed on the presenting electrogram (egm). Review of chest x-rays ruled-out a potential header issue. The pacemaker, ra lead, and rv lead remain in service at this time, however system replacement was anticipated. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead and right ventricular (rv) lead, exhibited high out-of-range pace impedance measurements, and it was noted that these leads were over 20 years old. A lead safety switch (lss) was triggered due to out-of-range rv pace impedance measurements greater than 3,000 ohms on (B)(6) 2021, and rv pace impedance trends from the past year show multiple impedance measurement spikes from the 600-ohm range to above 1,500 ohms. Technical services (ts) reviewed these variable rv pace impedance measurements may have been attributed to the spring contact. It was noted that rv threshold values were on the higher side for the past year, measuring as high as 1.6v. There was also rv oversensing with questionable capture noted on one v-pace beat that was marked as fusion by the device, but may have been noise. A signal artifact monitor (sam) episode was stored and the minute ventilation (mv) feature was disabled due to a high out-of-range pace impedance measurement of 2,029 ohms from ra ring >> can. There also appeared to be mv signal oversensing on the stored sam episode. Ra lead noise with oversensing was observed on the presenting electrogram (egm). Review of chest x-rays ruled-out a potential header issue. The pacemaker, ra lead, and rv lead remain in service at this time, however system replacement was anticipated. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced, however the right ventricular (rv) and right atrial (ra) leads remain in service. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the recent minute ventilation sensor signal oversensing advisory population. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead and right ventricular (rv) lead, exhibited high out-of-range pace impedance measurements, and it was noted that these leads were over 20 years old. A lead safety switch (lss) was triggered due to out-of-range rv pace impedance measurements greater than 3,000 ohms on (B)(6) 2021, and rv pace impedance trends from the past year show multiple impedance measurement spikes from the 600-ohm range to above 1,500 ohms. Technical services (ts) reviewed these variable rv pace impedance measurements may have been attributed to the spring contact. It was noted that rv threshold values were on the higher side for the past year, measuring as high as 1.6v. There was also rv oversensing with questionable capture noted on one v-pace beat that was marked as fusion by the device, but may have been noise. A signal artifact monitor (sam) episode was stored and the minute ventilation (mv) feature was disabled due to a high out-of-range pace impedance measurement of 2,029 ohms from ra ring >> can. There also appeared to be mv signal oversensing on the stored sam episode. Ra lead noise with oversensing was observed on the presenting electrogram (egm). Review of chest x-rays ruled-out a potential header issue. The pacemaker, ra lead, and rv lead remain in service at this time, however system replacement was anticipated. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced, however the right ventricular (rv) and right atrial (ra) leads remain in service. No additional adverse patient effects were reported. The pacemaker was returned for analysis.